Manufacturer narrative:
Analysis of the unit found that the customer's complaint of vibrating and gnawing at the tissue instead of cutting could not be verified. The blade does the cutting so the blade may have been bad. However, on the other hand, the rear bearing was corroded. Replaced rear seal and bearings, added excluder. The unit was repaired, cleaned, tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece was vibrating, runs rough and gnawing at the tissue instead of cutting. There was no patient impact.